Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high power visual inspection noted holes in both of the atrial seal plugs and body fluid contamination in the atrial lead barrel. None of the setscrews were visible in any of the lead barrels. Testing of the setscrews noted that both of the lv setscrews and the right ventricular (rv) ring setscrews were stuck in the up position. All other setscrews moved freely in both directions. Further visual inspection revealed that both of the lv capture washers and the rv capture washer were bent upwards and their respective setscrews were stuck up in the capture washer. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. Analysis concluded that the stuck setscrews were due to induced damage by the use of the wrong hex wrench.

Event description:
Boston scientific received information that during an epicardial lead placement procedure, the set screws for the left ventricular (lv) port on the device became stuck in the open position and could not be reengaged with the lead. The device was explanted and a new device was successfully implanted. No adverse patient effects were reported.